Event description:
Supplemental report is being submitted due to completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x cotton-leung biliary stent device of rpn and lot number unknown was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. It should be noted that this file is related to another complaint file. Please refer to (B)(4) (report reference number 3001845648-2021-00634) and (B)(4) (this complaint). Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. It should be noted that the instructions for use (ifu0045) of the device states the following: ¿intended use: this device is used to drain obstructed biliary ducts¿. ¿notes: do not use this device for any purpose other than stated intended use¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of off label use was identified from the available information, when the device is outside its stated intended use it may lead to outcomes that were never intended to happen and were never studied. Cook devices are not intended to be modified prior to use. As per the information reported in this file, the complaint device was manually groomed "to conform to the trajectory of the intrahepatic ducts". This is considered off-label usage. Summary: the complaint is confirmed based on customer testimony. According to the information reported, the patient required surgical intervention to remove the device. The patient experienced perforation and required stent removal, nasoduodenal suction and bowel rest percutaneous drain for abdominal abscess. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Gromski 2020 ¿ off label use gromski, 2020, unknown clso: "a rare complication of ercp: duodenal perforation due to biliary stent migration". Perforating stent was a plastic biliary stent in 10 cases (91 %), with the proximal end of the stent terminating in an intrahepatic duct in nine cases and the common hepatic duct in one case at the time of stent placement. Plastic biliary stents used had a bend factory-groomed in the middle of the stent (I. E., cotton-leung biliary stent [cook medical, bloomington, indiana, united states]). Of the nine intrahepatic stents causing perforation, eight (89 %) had no documentation of being manually groomed to conform to the trajectory of the intrahepatic ducts. However, in this retrospective review, it remains possible that stent grooming may have taken place but was simply not mentioned by the endoscopist in the ercp procedure report. Patient #2 had a plastic stent placed which had been manually groomed (off label use). The migtrated stent and perforton was treated by stent removal, nasoduodenal suction and bowel rest percutaneous drain for abdominal abscess. This file will capture 1 stent which migrated causing perforation and off label use of being manually groomed.